Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 286mg/dl at the time of the incident. The customer reported that the pump up key has not been responding over the last few days, as well as her drive cap was coming loose. The customer reported damage to the drive support cap and it is sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker and stained address/serial number label. Unable to verify loose drive support cap due to cracked end cap. Unable to perform basic occlusion, occlusion test and prime/compromised force sensor system test due to cracked end cap.